Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room experiencing weakness. Upon review, infection was noted. The implantable cardioverter defibrillator was explanted. No patient consequences.